Event description:
It was reported that during device prep prior to a procedure, the device was found to be operating in backup vvi mode. Abbott technical support was contacted and the device was not used. There were no patient consequences.